Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. The device was not examined because this incident was not reported until 6 months after it occurred. Additional information will be provided upon conclusion of the investigation.

Event description:
This incident occurred when the resident was over the tub. The ra raised the alenti to wash the resident's bottom. When she touched his bottom to wash him, the resident screamed and grabbed the gray transport bar in front of him. He rocked and leaned forward in the alenti. The alenti tipped over towards the head of the tub and the resident landed in the tub sitting on the drain. He was still attached to the alenti with the safety belt up across his chest. The wheels of the alenti lifted off of the floor as the alenti tipped over moving towards the back of the tub. The brakes were engaged during his bath and when this incident occurred. This resident was known to become aggressive from time to time and could not follow direction. There were no witnesses. The device was not examined because this incident was not reported until 6 months after it occurred. This incident was not mentioned until 6 months after it occurred. This resident had independent sitting balance but was unpredictable (was known to become aggressive) and he could not follow direction.

Manufacturer narrative:
(B)(4). It was reported that the resident was seated on the alenti chair in the tub being washed and the caregiver raised the alenti to wash the resident's posterior. When the caregiver touched a resident's behind to wash him, the resident screamed and grabbed the gray transport bar in front of him. He rocked and leaned forward in the alenti. The alenti tipped over towards the front of the tub and the resident landed in the tub sitting on the drain. This resident had independent sitting balance but he could not follow direction, what is more the resident was known for being unpredictable and aggressive. The device was not examined after the event because this incident was not reported to us until 6 months after it occurred. The device was checked only recently. The findings described by the technician showed bad condition of the lift, however, it was said that these were not contributing factors to the incident itself. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tipping). The trend observed for reportable complaints with this failure is currently considered to be low and decreasing. Arjohuntleigh has manufactured about (B)(4)alenti bath chairs, the complaint ratio with this failure mode is (B)(4) which we consider to be very low. We recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use, as per instruction for use delivered with the device (04.cd.02/8 ca from june 2004): "the resident should be active or semi-active (i.a. Able to sit upright unsupported on the side of a bed or toilet)." "The resident should understand and respond to instructions to stay seated in an upright position. As an example the resident should be able to sit unsupported on the side of the bed and on a toilet in order to use the alenti. If a resident does not meet these criteria an alternative lift should be used." In the last year this facility reported together (B)(4) incidents where a resident or fell from the same alenti or slipped from it during a bath. Having in mind a history of the incidents with this facility we recommend an additional training for the facility staff. During the procedure of washing it is important to put a big effort to control the patient positioning and movement. It was reported by the caregiver taking care of this resident, that he is known from being aggressive and unpredictable. When knowing this, increased attention shall be put to the resident to make sure that is sitting in the upright position and all actions performed with the resident shall be well explained and clarified by the caregivers before performing. This shall be done to keep a resident well informed to do not scare or surprise his as this can provoke an unexpected resident behaviors. Therefore it appears there has been no technical deficiency with the device that could have had an influence on the event and that a series of use errors and unfortunate circumstances caused the event, the most relevant use error being lack of the resident assessment and not paying attention if the resident is sitting correctly in the middle of the chair in the upright position. Looking at the incident scenario it has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event and in that way contributed to the event. From this we conclude that this incident was caused as a result of not following the handling procedures described in IFU, incorrect patient assessment and not paying attention of the patient remains sitting in the upright position.